Event description:
Additional information was received that the rv lead was capped replaced to resolve this event.

Event description:
During a follow up, noise resulting in oversensing, decreased impedance, and increased capture thresholds were observed on the right ventricular (rv) lead. Rv lead fracture was suspected but this was not confirmed. No intervention has been performed. The patient was stable.